Event description:
Plus USA was notified of a pt condition that subsequently required a revision surgery. It was initially reported that the pt had experienced in-situ rotation of the humeral stem (although no revision was reported). Plus USA later learned that a revision surgery had been performed. Due to reported bad bone conditions of the pt, including a double fracture distally, the stem was cemented during the primary surgery. After rotation of the stem was identified, a revision surgery was performed and the construct was replaced, including the use of a larger stem. It reportedly was felt that the stem may have been undersized and the cement mantle was not adequate, so the stem became loose and began to rotate. It has also been reported that the promos implant component connections did not have any problems, and it is believed that the condition was not due to any product problems.